Event description:
The orsiro drug-eluting stent system was selected for use. During unpacking the orsiro stent dislodged from the balloon and stayed inside the protector. The device was not used.

Manufacturer narrative:
The affected stent was returned without protector tubing, the associated stent delivery system was not available for technical investigation. The stent was subjected to a technical analysis during the further course of processing, the corresponding production documentation was checked to evaluate whether a deviation from the manufacturing process could be the cause of this event. The technical investigation revealed that the stent was slightly bent and deformed near its distal end. This indicates a possible pinch during the preparation of the device. Review of the production documentation of the product detailed above did not reveal any non conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all in process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related cause could be determined.